Event description:
The device's display screen reportedly shut off approx 15 minutes after being connected to a pt for monitoring . There were no adverse effects to the pt as a result of the reported event.